Manufacturer narrative:
This device was reportedly pulled from the hospital for evaluation without an associated procedure or patient involvement. No adverse consequences were reported for this specific device. An event regarding assembly issue involving a femoral alignment guide was reported. The event was confirmed. Product evaluation and results: the device was returned in used condition. There are light scratches and markings on various areas of the device. A functional inspection was conducted with the four devices, catalog 6541-1-657 and lot codes p3s63, p3e86, p4tt and p4t43. The following devices were used along with the femoral alignment guides, 6541-4-800 t-handle driver lot n3t77, 6541-4-801 universal driver lot rd7l108, 6541-4-516 5/16¿ im rod lot n1k23 and four saw bones. Three out of the four alignment guides did jump when impacting the alignment guide capture pins. The device was set at seven and when the alignment guide capture pins were impacted it moved to the 6 setting. Lot code p3e86 did not move when the pins were impacted. Medical records received and evaluation: not performed as medical records were not returned for clinician review. Product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The reported event ¿the jig may not be holding the setting they are set to¿ was confirmed. During a functional test the four femoral alignment guides were tested by impacting them into four saw bones. Three out of the four did move from the number 7 setting to the number 6 setting.

Event description:
The customer reported that the patient has complained about his triathlon knee. The surgeon reports that this was put in with 10 degrees of valgus. He is concerned that the jigs may not be holding the setting they are set to. The account has 4 jigs and the surgeon is not aware which jig was used for this patient and would like all 4 inspected. The surgeon reported that the femoral component is at around 10 degrees valgus despite him setting it at 5. It is always his practice to re-check the jig hasn't moved to 7 once impacted on the distal femur. The surgeon reported that it always does move and he always resets it.